Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir leaked. The current blood glucose is 89 mg/dl. The blood glucose reading went low to 32 mg/dl after bolus. Customer treated with food. Customer believes the problem is with the reservoirs. Advised the customer that the reservoirs will be replaced. Nothing further reported.